Event description:
Consumer claims to have had ears pierced at a retail vendor with the inverness system in 05. Sought medical attention for redness and swelling at the piercing site in 7 days later. An incision and drainage was performed, an oral antibiotic was perscribed and an i.v. Antibiotic was adminstered. Returned for another incision and drainage in the following day, and for 4 weeks consecutive.